Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized for the event. Treatment information and outcome were not reported. Action taken with peritoneal dialysis therapy was not reported. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.